Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005 patient presented with following pre-op diagnosis: degenerative disk disease, discogenic pain. Procedure: posterior segmental instrumentation l2-3, 3-4 posterior lateral fusion l2-4, posterior lumbar interbody fusion with application of intervertebral spacer, l2-4 bone morphogenic protein hydroxyl apatite, lumbar laminectomy l2,3. As per-op notes: an 8mm intervertebral body spacer packed with bmp was put into the 3-4 level and a 10 mm packed with bmp was placed into the 2-3 level. The remaining bmp was mixed with hydoxy apatite and put in the posterior lateral gutters. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.